Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) surgical procedure, the fenestrated bipolar forceps instrument broke at the tip and could not be removed by the trocar. As a result, the trocar and instrument had to be removed together from the patient. The procedure was completed using a backup fenestrated bipolar forceps instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the fragment was from the fenestrated bipolar forceps, and it was not possible to determine where it came from because it was accidentally discovered during the procedure. The instrument was inspected prior to use and no damage or anything out of the ordinary was found. The surgeon was retaining and preparing unspecified tissue when the device fragment fell inside the patient. The surgeon did not notice any issues with the functionality of the instrument and the instrument did not collide with any other instruments or other hard material during the surgical procedure. It was not declared that the fragment fell inside the patient during an instrument tip or accessory collision. The instrument was not removed during the procedure prior to the breakage. The fragment was retrieved during the same surgical procedure. The customer confirmed that all fragments were retrieved, and it was confirmed by sight. The patient did not return to the hospital due to experiencing any post-surgical complications. The customer confirmed that the fragment would be returned together with the instrument. The port incision was not increased in order to remove the instrument and cannula together. The procedure was completed with a backup instrument and there was no patient injury as a result of the instrument issue. Images were provided. No patient demographics were available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined. A review of images provided by the customer of the fenestrated bipolar forceps instrument was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the fae reported that it looked like the instrument¿s main tube was broken and as a result, the proximal clevis was dislodged from its normal position. There may be potential for fragments from the main tube, but the fragment pictured does not appear to look like it came from the main tube. The fae noted that a permanent cautery hook (pch) instrument was also used from the photos provided and the fragment reportedly resembles the pivot pin on the monopolar yaw pulley of the pch instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube at the distal tip. A piece measuring approximately 4.0mm x 3.0mm was not returned with the instrument. Components adjacent to this broken main tube did not show damage. The instrument came back attached with the following accessories. The complaint was confirmed by failure analysis. Additional related observation: the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis was attached to the main tube.

Event description:
Refer to h10/h11 for follow-up information.